Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to manufacturer report #3005099803-2015-00347 and #3005099803-2015-00348 for the other associated device information. It was reported to boston scientific corporation on (B)(6), 2015 that two ultraflex esophageal stents were used in the esophagus during an esophageal stent deployment procedure performed on (B)(6), 2015. According to the complainant, the stents were being used to treat a stricture caused by esophageal cancer. During the procedure, the physician advanced the first stent over the guidewire and started to release the stent. When the stent was partially deployed, the physician attempted to adjust the position of the stent and unintentionally removed the stent and delivery system from the patient (the subject of MFR. Report #3005099803-2015-00347). The physician attempted to release a second ultraflex esophageal stent; however, the stent suture could not be pulled and the stent was removed from the patient partially deployed (the subject of MFR. Report #3005099803-2015-00348). The procedure was not completed and another esophageal stenting procedure was scheduled for the following week. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.